Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od) and primary coil od passed the specification test.

Event description:
Reportable based on device analysis completed on 24apr2025. It was reported that the coil could not advance. The target lesion was located in the splenic aneurysm. A 14mm x 50cm interlock coil was delivered through non-boston scientific microcatheter. During the procedure, the coil could not continue to advance at the distal end of the catheter, and after repeated attempts it still could not be released. The device was removed from the patient's body, and the procedure was completed with another of the same device. A total of three interlock coils were used in the procedure. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed that the main coil was detached.